Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a power issue. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred at 8pm on (B)(6) 2016. The patient manages their diabetes with insulin (no adjustments) and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time after the alleged product issue occurred they "passed out" and also had a "black eye" as a result of this. The patient was taken to the emergency room (e.r) where they were given IV glucose by a healthcare professional at 10pm on (B)(6) 2016. The patient's blood glucose was also measured on the e.r meter at this time and a result of "35mg/dl" was obtained. At the time of troubleshooting the cca noted that the batteries did need to be changed, however the patient did not have any at the time of the call. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them developing symptoms suggestive of serious injury which required hcp intervention after the alleged meter issue began.